Event description:
Reporter stated that about two weeks ago the pt's device would attempt to program a bolus without the pt pressing any of the device's buttons. Reporter stated that the bolus never went through, but the device would just keep attempting to program a bolus (bolus amount would not go through). Device later generated an electronic error, and the pt switched to their back-up device. Pt's blood glucose was not affected, and no treatment was received.